Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center had a bad contact that was causing an intermittent image. According to the initial reporter, this event occurred in a total of 8 procedures. Reportedly, in most of the cases, the subject device was used to complete the procedure by manipulating the terminal on the controller. However, in one of the cases, a similar device had to be used to complete the procedure. No procedure was delay or cancelled. There was no patient harm as a result of these events. This is case 7 of 8.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a contact failure. Olympus will continue to monitor field performance for this device.